Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and the clips were malformed. They completed the procedure with a new like device. There was no patient consequence reported.